Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The flow sensors and bag/vent switch were replaced. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The clinician reportedly switched to manual ventilation to complete the case. There was no reported patient injury.